Event description:
A malfunction was reported on the customer's pump, but no notable events occurred before the issue, and there was no adverse impact on the customer's blood glucose level. Technical support assisted the customer with resetting the pump, and the malfunction did not recur after the reset. The customer was advised to continue using the pump and to contact technical support if the issue recurred, which they acknowledged and understood.